Event description:
Upon using ambu bag with peep valve, it was noticed to be hard to ventilate pt with the ambu bag. Peep valve removed and was able to ventilate pt, with difficulty. Pt turned red and indicated he couldn't breathe on first breath. On second and third breath, pt was seizing. Never gained consciousness and expired later in the day. Suspect air embolism due to brain stem insult as a result of hyperinflatin due to malfunction exhalation/peep valve.